Event description:
It was reported that during knee surgery, this shaver handpiece did not function properly. There was no report of injury or surgical delay related to this event. The surgery was completed as intended.

Manufacturer narrative:
Investigational findings: the shaver handpiece was rec'd for eval and the reported problem was confirmed. Further investigation of the handpiece found that it has the potential to activate on its own related to pc board failure. A design change has been implemented for this failure mode. There are no injuries related to this failure mode. Conmed linvatec will continue to monitor this product for failures.